Manufacturer narrative:
Calibration and control data were acceptable. A general reagent lot specific issue is not likely. A review of alarm trace data showed a noticeable amount of abnormal aspiration and sample short alarms on the day of the event. These alarms indicate possible sample handling related issues. The investigation determined the issue is consistent with insufficient pre-analytic sample handling. The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they receive questionable results for an unspecified number of patient samples tested with ethanol gen.2 on a cobas c 503 analytical unit. The customer stated that the questioned results are from patients who has physical symptoms of alcohol intoxication. Qualitative breath alcohol concentration (breathalyzer) measurements of these patients are positive. One hour after the breathalyzer measurements, samples are collected from these patients and have ethanol results from the c 503 analyzer that are below the measuring range of the assay. The customer provided specific examples for two patients. On 08-mar-2025, the first patient was observed to be apparently intoxicated. The facility administered breathalyzer testing with a cdp7000 breathalyzer and the result was 62 mg/100 ml of alcohol. Five minutes later, the breathalyzer was repeated and the result was 44 mg/100 ml of alcohol. A venous sample was collected from the patient and measured on the c 503 system, resulting in an ethanol value of < 10 mg/dl. On (B)(6) 2025, the second patient was observed to be apparently intoxicated. The facility administered breathalyzer testing with a cdp7000 breathalyzer and the result was 25 mg/100 ml of alcohol. Five minutes later, the breathalyzer was repeated and the result was 31 mg/100 ml of alcohol. A venous sample was collected from the patient and measured on the c 503 system, resulting in an ethanol value of < 9.30 mg/dl with a data flag (< 10 mg/dl).